Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited a high capture threshold measurement on the right ventricular (rv) lead as well as noise on the rv channel and oversensing which resulted in pacing inhibition. This pacemaker was explanted due to the battery life estimate being close to elective replacement indicator (eri). Another pacemaker was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific and further analysis is scheduled to be completed.

Event description:
It was reported that this pacemaker exhibited a high capture threshold measurement on the right ventricular (rv) lead as well as noise on the rv channel and oversensing which resulted in pacing inhibition. This pacemaker was explanted due to the battery life estimate being close to elective replacement indicator (eri). Another pacemaker was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific and further analysis is scheduled to be completed.